Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 458 mg/dl at the time of incident. The customer's blood glucose was 551 mg/dl at the end of call. The customer stated that the insulin did not go through during bolus. The customer stated that the issue was resolved by changing the set and reservoir. The customer declined to troubleshoot for air bubbles, leaks and insulin issues. The customer was not able to perform high pressure test due to unavailability of tubing clamp during the time of call. The customer was advised customer to change entire set, reservoir, insulin and treat per health care professional's instructions. The insulin pump will not be returned for analysis.